Event description:
Device malfunction: filter dislodgement. Time of malfunction/symptoms/ae: during the procedure. Symptoms/ae: filter embedded against vessel. It was reported that during retrieval of the emboshield, after an uneventful right internal carotid artery stenting procedure, the physician encountered resistance. While pulling the bare wire/filter into the retrieval catheter the emboshield became dislodged from the wire and was free floating in the carotid artery. A snare device was used in an unsuccessful retrieval attempt. A second unsuccessful attempt to retrieve the filter was made using an unspecified balloon catheter, which was placed partially inflated within the emboshield to pull it proximally. A non-abbott drug eluting stent (des) was used to crush the emboshield to the vessel wall. It was reported that under fluoroscopy "everything looked well", however, the unspecified guidewire of the des showed migration of the wire to the middle cerebral artery and a perforation with dye extravasation. The pt reportedly experienced a middle cerebral artery hemorrhage and died the following day. Though requested, no additional info was provided.

Manufacturer narrative:
The filter basket remains in the pt. The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.